Event description:
An ocd analyst obtained multiple lower than expected vitros tsh results (0.032 vs. Expected result= 0.050 miu/l and 0.063, 0.054, 0.049 vs. Expected result= 0.089 miu/l) during routine internal stability testing run on the vitros eci system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. However, no patient samples were tested as part of the stability trial. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that an ocd analyst obtained multiple lower than expected vitros tsh results during routine internal stability testing run on the vitros eci system. Root cause for the lower than expected results could not be determined. Internal investigation is ongoing.